Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bisphosphonate treatment, diabetes mellitus, smoker, periodontal disease, local infection / subacute chronic osteitis, bone resorption, peri-implantitis, infection, swelling, mobility.